Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported shocking. She noticed that sometimes in the morning she would get excruciating pain down her legs that felt like an electric charge or something going on. It felt like there was some electricity. The pain would come on, hurt so much, and it was so strong and hard that it would wake the patient up. This happened on the morning of (B)(6) 2016. The patient was in her recliner and had her legs elevated when the pain woke her up. It went through a series of that then it would stop and go away. It was noted that this was something new that started. The patient didn't usually keep her stimulation on all the time. About a week prior to (B)(6) 2016, the patient used her programmer to see whether the ins was on and to turn it off if it was and the patient noted an end of service (eos) message. There was no allegation/dissatisfaction with ins longevity. It was noted that this was not a constant pain; it just came right on shocking. The issue occurred intermittently. It was noted that the patient fell several times but she did not remember when. The patient was to follow-up with a healthcare professional to determine the cause of the pains down her legs and to discuss the next step regarding the eos. The change in symptoms/therapy was noted to have been sudden and to have begun in 2016, one to two months prior to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.